Manufacturer narrative:
(B)(4). Results: inherent risk of procedure (dissection), caused by another drug/device (other manufacturer's guidewire). Conclusion: known inherent risk of a procedure (dissection), caused by another drug/device (other manufacturer's guidewire).

Event description:
A valiant stent graft system was implanted in zone four for the endovascular treatment of a thoracic aortic aneurysm. The calcification in the right and left common iliac artery was severe. The external iliac artery and around the distal landing zone had sever calcification as well. No thrombus was present. It was reported that the valiant stent graft was implanted along the objective line of the descending aorta. The physician ballooned with a reliant balloon. On the final angiography, contrast did not flow to the thoracic branch, and it was determined there was a type a retrograde dissection. The patient¿s blood pressure fell. Transesophageal echocardiography confirmed dissection. The surgical incision was sutured and the physician decided to monitor the patient with an expectation of early thrombotic occlusion. However, on the same day, the physician decided additional treatment for the dissection was necessary and the surgery was repeated the same day. The physician successfully implanted other manufacturer¿s device resolving the event and the patient is fine. The physician commented that it was a high possibility the cause of the dissection was due to the other manufacturer's. No clinical sequelae were reported and the patient is fine.